Manufacturer narrative:
This report is filed may 12, 2016.

Manufacturer narrative:
This report is filed january 15, 2016. Device not yet received by manufacturer.

Event description:
Per the clinic, the device was explanted on (B)(6) 2015, due to a performance decrement with device use. It is unknown whether the patient was reimplanted with a new device as of the date of this report, january 15, 2016.